Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, during a tavr procedure, a balloon burst while expanding the index valve. A second 16f (larger) sheath was then utilized. Manta 18f was deployed for closure, and a post-angiogram indicated a huge bleed present. Surgical cut down was performed to achieve hemostasis. The cardiologist and surgeon both noted the artery was shredded because of the balloon burst when it was pulled out. Therefore, the suspected root cause of the retroperitoneal bleeding is due to the expandable balloon bursting, and while being removed from the vessel, shredding the vessel prior to manta deployment; and is not related to manta. Additionally, during the removal of the balloon, sharp edges may have created lacerations to the arterial wall. The manta implant was ineffective in creating hemostasis due to the shredded artery leading to a poor access landing site for manta, which affected the ability for optimal closure. The IFU was reviewed and confirmed to list precaution: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: arterial damage.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: balloon burst while expanding valve. Second larger sheath was used (16fr). Post angio showed huge bleed. Surgeon cut down. Per phone with sales rep on (B)(6) 2021 is was described as retroperitoneal bleed.